Event description:
Automatic implantable cardiac defibrillator (aicd) implanted 4-17-97. Defibrillator discharging while in sinus rhythm. X-ray revealed pacer lead fracture. Lead replaced 4-24-97. Aicd tested acceptable.